Event description:
It was reported the right ventricular (rv) pacing lead had a high sensing integrity count (sic) over four months. There was also noise on the atrial electrogram at the same time as the oversensing. The intermittent oversensing was on both the right atrial (ra) and rv lead, so it was thought to be due to electromagnetic interference. It was noted that the patient had multiple surgeries prior to the sic counter being initiated. Approximately two weeks after the initial report of oversensing, the patient had his ablation and became pacing dependant. Within a week of the ablation, the patient had a loss of consciousness due to oversensing or lead noise which caused pacing inhibition. The patient received an inappropriate shock due to the oversensing. The rv pacing lead was capped and replaced with the more recently implanted rv defibrillation lead. The ra lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review found lead integrity alert triggered. Programmer data shows lead integrity alerts between (B)(6) 2011. Patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011. Oversensing, ventricular (non sustained tachycardia) nst less than equal to 210 ms average v-cycle on (B)(6) 2011. Ventricular fibrillation less than equal to 200 ms average v-cycle between (B)(6) 2010 and (B)(6) 2011. Interference/noise with ventricular short interval count v-sic equal 106.5 counts avg/day, in 4.06 days, between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.